Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the device was found to be in backup vvi. Multiple device images were unable to be reviewed. A download was unable to be performed due to an unexplained power on reset. The hv therapy was disabled and the backup vvi pacing support was available as the patient is nearing end of life.